Manufacturer narrative:
Conclusion: damage to the active electrode likely caused by minute device mobility was determined to have led to device failure over time. The problems described in the patient report appear to match the damage found. This is a final report.

Event description:
Starting from (B)(6) 2016 the patient's hearing sensation got worse significantly and the patient no longer heard with the device any more. The patient has been re-implanted.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Starting from (B)(6) 2016 the hearing sensation got worse significantly and the patient doesn't hear any more with the device.